Event description:
Healthcare professional reported for right side "diagnosis of bia-alcl. The patient presented with increased volume to the right breast, increasing fluid pooling around the right breast implant, a margin of the signal is visible in the lymph nodes of the right axillary, the lymph nodes are reactive in the axillary fossae, breast tenderness on palpation, fever of 38.2 degrees, chills, profuse sweating and right breast pain radiating to the right upper extremity. Ultrasound guided aspiration of the fluid was carried out and sent for cytological testing which found ¿hypercellular, contains a relatively numerous population of small lymphocytes (cd30 positive, alk negative) some of which show mitotic activity. The patient underwent an MRI which confirmed the implants appeared intact. Histopathological markers cd30+ and alk- have been received. The device has been explanted. Treatment: device explant with ad hoc capsulectomy, antibiotic - clindamycin.

Manufacturer narrative:
Health effect - impact code: (B)(4). (Zip code): (B)(6). Alcl diagnosis date: (B)(6) 2022. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma - alcl, seroma - late, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a margin of the signal is visible in the lymph nodes of the right axillary"; "fluid pooling near right breast implant capsule"; cd30 positive, alk negative bia-alcl. Implant physician: dr. (B)(6). (B)(6). Ph: (B)(6). Explant physician: dr. (B)(6). (B)(6). Ph: (B)(6).

Manufacturer narrative:
Clarification to b3: original right side onset date reported as on (B)(4) 2022 for alcl symptoms. Upon receipt of additional information, 21/jun/2022 was reported as the onset date due to histopathological diagnosis of alcl. Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: lymphoma-alcl: unable to observe since it is a medical event and is not related to the device. Seroma-late: unable to observe since it is a medical event and is not related to the device. Lymphadenopathy. Additional observations: yellow particle observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported for right side "diagnosis of bia-alcl. The patient presented with increased volume to the right breast, increasing fluid pooling around the right breast implant, a margin of the signal is visible in the lymph nodes of the right axillary, the lymph nodes are reactive in the axillary fossae, breast tenderness on palpation, fever of 38.2 degrees, chills, profuse sweating and right breast pain radiating to the right upper extremity. Ultrasound guided aspiration of the fluid was carried out and sent for cytological testing which found ¿hypercellular, contains a relatively numerous population of small lymphocytes (cd30 positive, alk negative) some of which show mitotic activity. The patient underwent an MRI which confirmed the implants appeared intact. Histopathological markers cd30+ and alk- have been received. The device has been explanted. Treatment: device explant with ad hoc capsulectomy, antibiotic - clindamycin.